Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increased in pacing threshold measurement at 5 volts despite being below at 1 volt. This rv lead was electrically abandoned and replaced with the same model. No additional adverse patient effects were reported.